Event description:
The customer reported an elevated creatine kinase-mb (ck-mb) result, above the reference range, for one pt, involving unicel dxi 800 access immunoassay system. The pt's sample was retested and produced a result within the reference range. The erroneous result was not released out of the lab. There was no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
The field service engineer (fse) stated the customer did not want service on the unit and suspected the erroneous result was due to sample integrity issues. No add'l sample related data was supplied. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.